Event description:
In 2007, it was reported to boston scientific sales representative that during a procedure, a maestro controller device is having time setting issues. The system is not only increasing the time setting but it also started to ablate on it's own. There was no patient or user injury reported.

Manufacturer narrative:
On march 16, 2007, bsc sales representative received additional information from the nurse stating that: "during the case, when the physician had finished ablation number 21 for 61 seconds, he pressed the ablation button to off, about a second later, the system started ablating for 1 second. He pressed the ablation button again to shut off, but about a second later, it started to ablate again for one second. He powered the system off with the power switch (he did not unplug the power cord). Bsc sales representative was able to make an assessment on the unit on site. According to bsc sales representative, "he was able to turn the maestro controller on. The system failed power on self-test and system fault light came on. He tried to power it on again and this time it was able to pass power on self-test. The unit was displaying the normal "finding catheter" message in the secondary display so he plugged a catheter in. After the catheter was plugged in, the ablation duration counter started incrementing up from 0 to 120 and then stopped. There were no prior service history records for this particular serial number and no similar complaints been reported.